Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone 1000 mg/ml at 6390 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI, and it was confirmed that there were no emi/magnetic sources present. The hcp was going to discuss this with the patient and the hospital. The patient went to the clinic for a refill, and upon checking the pump status, it showed a motor stall had occurred. The hcp had checked the pump logs, and the logs showed multiple motor stalls and recoveries starting on (B)(6) 2017. The last motor stall was on (B)(6) 2017, and tube set occurred on (B)(6) 2017 with no motor stall recovery. The patient was hospitalized on (B)(6) 2017 with flu-like symptoms and had a CT scan done. It was unknown if this was a sudden or gradual change in therapy/symptoms. The hcp rechecked the pump status and logs, and no motor stall recovery was seen. It was also noted that the patient and the hcp had not heard the pump alarming. The critical alarm was set to occur every 1 hour. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). Regarding the cause of the multiple motor stalls/recoveries resulting in tube set, it was noted that the patient was not exposed to magnets or a magnetic field, but the hcp believed the pump may be defective. Regarding cause of the alarm not being heard by the hcp or patient, it was noted that the alarm did not go off until the (B)(6) visit. It was further noted that the motor stall started on (B)(6) and the pump was restarted and the pump stopped more than once. It was indicated the technical services was called on (B)(6) where it was investigated if the patient was exposed to magnets; the rate was decreased and the patient was supplemented with orals. The patient was monitored by the hcp on multiple visits. Regarding the status of the device, the pump was planned to be explanted once the patient was well for surgery. The pump was also planned to be returned to the manufacturer for analysis following planned explant. The patient¿s weight at the time of the event was provided.